Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. There are 2 medical device reports associated with this event. This report is for the second eye. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she is unable to drive at night due to halos. Additional information has been requested. There are two medical device reports for this event. This report is for the second eye.